Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer found cracks on one or both of the top posts of the bezel assemblies during inspection in biomed. No patient involvement was reported.